Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, resistance was noted during the insertion of a 14fr esheath into the patient via the right femoral artery. Resistance was also noted during the insertion and withdrawal of the commander delivery system. Final angiography revealed a dissection in the right external iliac artery (reia). Percutaneous transluminal angioplasty (pta) was performed. Successful revascularization was obtained and the procedure was completed. The access vessel minimum luminal diameter (mld) measured 5.6 mm with mild calcification and moderate tortuosity reported. The esheath and commander delivery system were discarded following the procedure and are not available for evaluation.

Manufacturer narrative:
The esheath and commander delivery system were discarded at the site following the procedure. Without the devices, visual evaluation, functional testing and dimensional testing could not be performed. No images of the esheath or delivery system were provided. Review of work orders of the components most relevant to the reported event was performed. The work orders did not reveal any issues that could have contributed to the reported event. A lot history review was performed. The lot history review did not reveal any other complaints related to ¿sheath shaft ¿ resistance with delivery system, bc¿ or ¿sheath shaft ¿ insertion difficulty in patient¿. A complaint history review, from january 2017 to december 2017 for the 14fr. Edwards expandable sheath set (all 14fr. Esheath models) revealed 36 other returned complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿. Eight (8) were unable to be confirmed, 25 were confirmed with no manufacturing non-conformances identified, 1 was not confirmed and no manufacturing non-conformances were identified, and 2 are pending engineering evaluation. Review of the complaint history revealed the occurrence rate did not exceed the december 2017 control limit for the trend category ¿resistance between devices¿. A complaint history review, from january 2017 to december 2017 for the 14fr. Edwards expandable sheath set (all 14fr. Esheath models) for ¿sheath shaft ¿ insertion difficulty in patient¿ revealed 3 other returned complaints for ¿sheath shaft ¿ insertion difficulty in patient¿. One (1) was confirmed with no manufacturing non-conformances identified, and 2 were unable to be confirmed, but likely caused by patient/procedural factors. Review of the complaint history revealed the occurrence rate did not exceed the december 2017 control limit for the trend category of ¿insertion difficulty, in patient¿. A review of the device prepping manual and training manuals did not identify any IFU/training deficiencies. During final assembly, the esheath shaft component undergoes multiple 100% inspections. During manufacturing, the esheath tip undergoes multiple inspections. The esheath also undergoes multiple 100% inspections by manufacturing and quality during the final inspection. Following sterilization, product verification (pv) testing is performed on devices from each lot following a sampling plan. During flex tip assembly, the commander delivery system flex tip undergoes inspection and verification testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of the risk documentation revealed that the events are anticipated in the risk management file. Incorrect original crimp location, thv crimped too distal (i.e. On inflation balloon), may increase resistance when inserting the catheter into the sheath due to increase in the thv valve outer diameter (od) resulting in procedural delays. Severity 2. Unable to insert the sheath during the procedure may result in having to abort the clinical procedure. Severity 2. Inability to insert compatible device into the sheath due to device inserted into sheath without loader fully inserted may result in procedural delay and replacement of entire system. Severity 2. Sheath does not expand and unable to advance compatible device thru the sheath may result in procedural delay and replacement of entire system. Severity 2. Insufficient lubrication of the sheath shaft can increase the friction when advancing the shaft through the access vessel and may result in procedural delays. Severity 2. High push force or resistance during advancement of compatible device through the sheath may result in procedural delay. Severity 2. It was noted, in this case, the sheath was inserted and the delivery system was inserted and removed, but with resistance. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, the complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ and ¿sheath shaft ¿ insertion difficulty in patient¿ were unable to be confirmed as the devices were not returned for evaluation. Without the devices, the presence of a manufacturing non-conformance was unable to be identified. However, DHR review, lot history review, complaint history review and manufacturing mitigation review revealed that it is unlikely a manufacturing issue contributed to the reported event. The minimum required vessel diameter for a 14fr sheath is 5.5mm. Although a definite root cause for the reported event could not be determined, possibly procedural factors (increased push force due to the angle of insertion, improper flushing, wetting of the devices) in addition to patient factors (borderline access vessel mld, mild vessel calcification, moderate vessel tortuosity) may have contributed to the reported resistance during the insertion of the sheath and the insertion and withdrawal of the delivery system, and subsequent dissection in the right external iliac artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.